Event description:
Pen didn't dose [device malfunction]. Elevated bg-levels [blood glucose increased]. Case description: this serious spontaneous case reported by a pharmacist from (B)(6), concerns a (B)(6) male pt, who was treated with nonvopen junior (insulin delivery device) on unk dates for unk indication and experienced "elevated bg-levels", and "pen didn't dose" beginning on an unk date. Pt's height: not reported. Medical history: not reported. On an unk date the pt was hospitalized due to elevated bg (blood glucose) -levels during use of novopen junior. Action taken with novopen junior was not reported. The overall outcome of events was not reported.